Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, the device was found in back-up vvi. The device was reprogrammed to resolve the issue. The patient then presented in clinic again and the device was in bvvi status. Technical support was unable to reset and resolve the issue. It was recommended that the device be explanted and replaced. The patient was in stable condition.

Event description:
During follow-up, the device was found in back-up vvi. The device was reprogrammed to resolve the issue. The patient then presented in clinic again and the device was in bvvi status. Technical support was unable to reset and resolve the issue. It was recommended that the device be explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The device image was reviewed and found to be corrupted, confirming that the device was in back-up vvi mode. A device re-download was unsuccessful in the lab. The reset is believed to be caused by an anomalous integrated circuit called u2. The cause of the failure in u2 was unable to be determined.